Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) concerning an 11fr. Sheath manufactured by terumo. Please see event description below for more details: it was reported that the cardiomems implant procedure was aborted due to an issue with sensor deployment. The physician attempted to implant via intrajugular approach using an 11fr terumo sheath. The physician reported that when they attempted to deploy the sensor the blue knob on the catheter was pulled, however the sensor did not release. It appeared via fluoro that the wire loops were still attached to the catheter. Attempts were made to bump the sensor off the catheter, however they were not successful, so the procedure was abandoned. There were no adverse consequences to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".